Manufacturer narrative:
The subject device is unavailable.

Event description:
It was reported that the middle of the subject device(guidewire) was broken when delivering in the microcatheter. There were no reported clinical consequences to the patient due to this event.

Event description:
It was reported that the middle of the subject device(guidewire) was broken when delivering in the microcatheter. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The returned guidewire was found to be broken into two segments. Magnified examination of the fracture site showed the core wire was fractured. Additionally, the guidewire was kinked and bent at the proximal and distal side of the fracture site and several places along its ptfe (polytetrafluoroethylene) length. The guidewire ptfe coating was scrapped on the bent section. Functional analysis could not be performed due to the anomalies found on the product. It is likely that the kinking and bending observed during the device inspection was caused by excessive manipulation or handling of the guidewire when trying to deliver it into the microcatheter. Analysis of the returned device found the guidewire appeared to break due to excessive manipulation. Additional information provided by the customer indicated that no damage was noted to the packaging, continuous flush was maintained, no resistance was encountered during the manipulation of the guidewire, torque device was not used on the guidewire and the device was prepared per the device direction for use (dfu) instructions. The information provided by the customer also indicated that the patient's anatomy was slightly tortuous. The device met the product design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during the use, the product performance was limited. Therefore, a cause of 'procedural factors' due to component failure has been assigned to the reported event. Because review of the available information failed to identify a definitive cause and because the torque device was not returned for analysis, the cause of the ptfe peeling cannot be definitely determined.